Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-01 h6: investigation summary it was reported by the facility representative that the plunger detached during use. To aid in the investigation, seven samples with no packaging flow wrap were received for evaluation by our quality team. The samples are contaminated with blood. Keeping them in the plastic bags they were returned in, a visual inspection was performed and no defects or imperfections were observed. For safety reasons, no further analysis was performed and the samples will be disposed of accordingly. This defect can occur if the customer is not using the product as intended. This product is designed to push the plunger rod down while expelling the solution, not to pull it back. A device history record review was completed for provided material number 306547, lot number 0324151. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging tren h3 other text : see h10

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced stopper separation from the plunger. The following information was provided by the initial reporter: material no.: 306547 batch no.: 0324151 drawing back on patients port and plunger becomes detached.

Manufacturer narrative:
Investigation summary: it was reported by the facility representative that the plunger detached during use. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible the customer is not using the product as intended. This product is designed to push the plunger rod down while expelling the solution, not to pull it back. A device history record review was completed for provided material number 306547, lot number 0324151. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Probable root cause: off label use. This product is designed to push the plunger rod down while expelling the solution. Not to pull it back. The customer stated in all cases that the plunger detached from the rubber stopper while pulling it back. In one incident also stated while pulling back blood :"pulling back blood from a patients port and the plunger of the syringe comes detached". It is recommended that marketing communicates with the customer on the proper use and application of this product.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced stopper separation from the plunger. The following information was provided by the initial reporter: material no.: 306547, batch no.: 0324151. Drawing back on patients port and plunger becomes detached.